Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the console not passing its power-on self-test, and the console emitting an atypical sound, were both confirmed via the log file and via a video file provided by the customer, respectively. The log file captured data from a period where the system¿s clock was not set, displaying timestamps of (B)(6) 2000. The system was not observed to have been in patient use throughout the data. The console was observed to have been power cycled several times throughout the data, and several s1: power-on self-test alarms were intermittently observed. The cause(s) of the console not passing the self-test was unable to be identified through the log file alone, and no other notable events were observed. A video file was also provided from the customer which showed the console emitting atypical sounds. The returned centrimag console (serial number (B)(6)) was functionally tested at the european distribution center, and the console was found to perform as intended. The console was power cycled multiple times and always passed its power-on self-test throughout all testing, and the console did not emit any atypical noises. The serviced and tested console was returned to the customer site after passing all tests per procedure, and the root causes of the reported events were unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s1 alarms, as well as appropriate operator response to these events. The 2nd generation centrimag system operating manual (¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag console was not completing self-test and was making these strange sounds.